Event description:
It was reported "at 6 am, blood sample taken from radial arterial catheter on patient. Nurse 1 aspirated the "purge" with the syringe of the closed system, the return was normal (without forcing) and 8ml of blood + air in the syringe sampled. Nurse 1 performed a blood test as close as possible to the patient with a 5ml luer lock syringe. When it's time to re-inject the purge, nurse 1 questioned herself about the amount of air present. Nurse 1 then pointed the tip of the syringe towards the floor so that the air bubble ends up at the bottom of the syringe, then reinjected the purge for fear of clotting, taking care to stop before air comes in the syringe. Nurse 1 called a colleague - nurse 2 - and asked her to come and have a look. Nurse 2 said that it was normal; it was a closed system, so nurse 1 can reinject when there is presence of air. Nurse 2 looked at the circuit, saw that there was indeed a lot of air: around 6-7cc and that this was not normal. Nurse 2 took a syringe and connected it as close as possible to the patient, closing the tap on the patient's side. Nurse 1 took the syringe from the closed system and pushed the air into syringe 2. The air was expelled from the syringe of the system and recovered in the syringe near the patient. Nurse 2 withdrew the syringe, at this moment a "pres sure/suction" noise was heard and nurses noticed a few air bubbles in the tubing. Nurse 2 closed the system, awaiting doctor's instructions. At the moment of the "pressure/suction" noise, the patient told the nurses "I have a headache." She encountered ocular revulsion at first (pupils size 2 reactive) + glasgow 12 (no verbal response, responded with head signs). She encountered vomiting (ae food passing over nasogastric tube paused), patient was positioned on side then head raised. No abnormalities during event check but patient said she can't see anything (blackout for 10min). Ultrasound was performed by the doctor + intern. The connected system was verified by nurses, all taps were properly screwed, properly closed. The arterial catheter was removed. There were no subsequent consequences for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. A review of the provided photo revealed a sac arterial catheter with clear signs of use in the form of biological material on the catheter. The complaint of air embolism could not be confirmed from the photo as there was no clear visual evidence of any leak or functional defect. The customer also returned one 20 ga sac arterial catheter for investigation. The exact catheter product could not be determined as the customer did not report the finished good material code. The catheter was returned with a non-teleflex connection line attached to the luer hub. Signs of use in the form of biological material were observed on and within the catheter and extension line. Visual analysis of the catheter body, juncture hub , extension line and luer hub did not reveal any defects or anomalies. The teleflex device appeared typical. It was identified that the proximal port of the non-teleflex connection line had plastic deformation. Although the product was returned, the exact product drawings for the catheter component could not be accurately determined to perform dimensional analysis as the finished good product code was not reported. Therefore, proper dimensional inspection could not be conducted. The catheter was functionally tested to evaluate for the presence of any potential leak or air bubbles. The non-teleflex connection line was removed from the catheter and it was then flushed with a lab inventory syringe that was filled with water. No leaks, blockages, or air bubbles were detected within the catheter. Additional testing was performed to determine if any liquid leakage in the form of a falling drop of water was present. The luer hub of the catheter was connected to a leak tester. With the distal end of the catheter occluded, the catheter extension line was pressurized to 300kpa for 30 seconds. No leaks were detected from any part of the catheter. A manual tug test confirmed that the luer hub was securely attached to the extension line. The non-teleflex connection line system was reattached to the arterial catheter. Although the proximal end of the connection line could not be used due to the deformation on the hub, a different juncture hub on the connection line was used to flush the system as one unit. Fluid flowed through the system as expected and the fluid exited the distal tip of the catheter with no issues. Besides an initial release of air from the non-teleflex connection line (since there was air trapped within the open circuit), there was no additional air that was released from the system. No air bubbles or leaks were identified at any part of the system. Multiple flushes were performed throughout the circuit with no evidence of leaking or the creation of air bubbles. No functional defects were identified with the returned teleflex catheter. Additionally, clinical and medical affairs (cma) was consulted as part of this investigation. Cma stated that the arterial line is a positive pressure system, which indicates that blood would likely exit the device if the system were open rather than air entering the system. If during priming, air was within the tubing, it is unlikely that there would be enough to cause clinical manifestations. Further consideration should be given to the location of the device. If a significant amount of air were to enter through this catheter, it would go distally into the wrist. This would be unlikely to have significant effects to the patient relative to air introduction within proximity to the heart and central vasculature. A device history record review could not be performed as the customer did not report any material code or lot information. Although the exact instructions for use (IFU) could not be reviewed since the product information was not provided, a review of a typical arterial catheter revealed the following statement, "to minimize the risk of air embolism and blood loss associated with disconnects, use only securely tightened luer lock connections." The report of an air embolism could not be confirmed as part of this complaint investigation. The customer returned one arterial catheter as well as a non-teleflex connection line attached to the catheter luer hub. Although plastic deformation was identified on the proximal hub of the non-teleflex connection line, no visual defects or anomalies were found with the teleflex catheter. The returned teleflex catheter met all relevant visual and functional requirements including leak testing. Besides an initial release of air from the non_teleflex connection line (since there was air trapped within the open circuit), there was no additional air that was released from the system once flushed. No air bubbles or leaks were identified at any part of the system. Multiple flushes were performed throughout the circuit with no evidence of leaking or the creation of air bubbles. Based on the sample received, the complaint cannot be confirmed and no problem was found with the returned teleflex catheter. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of air embolism cannot be confirmed by the photo. The customer supplied photo did not provide any clear visual evidence which could confirm an air embolism occurred in relation to the device. The catheter appears typical after use. A complete visual inspection could not be performed as no sample was returned for analysis. Although the exact instructions for use (IFU) could not be determined since the material was not reported, a typical arterial catheter IFU was reviewed and provides the following warning to the user , "to minimize the risk of air embolism and blood loss associated with disconnects use only securely tightened luer lock connections. Clinicians must be aware of complications/undesirable side effects associated with arterial procedures including, but not limited to: air embolism. Warning: exposure of arterial circulation to atmospheric pressure may result in entry of air into circulation." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "at 6 am, blood sample taken from radial arterial catheter on patient. Nurse 1 aspirated the "purge" with the syringe of the closed system, the return was normal (without forcing) and 8ml of blood + air in the syringe sampled. Nurse 1 performed a blood test as close as possible to the patient with a 5ml luer lock syringe. When it's time to re-inject the purge, nurse 1 questioned herself about the amount of air present. Nurse 1 then pointed the tip of the syringe towards the floor so that the air bubble ends up at the bottom of the syringe, then reinjected the purge for fear of clotting, taking care to stop before air comes in the syringe. Nurse 1 called a colleague - nurse 2 - and asked her to come and have a look. Nurse 2 said that it was normal; it was a closed system, so nurse 1 can reinject when there is presence of air. Nurse 2 looked at the circuit, saw that there was indeed a lot of air: around 6-7cc and that this was not normal. Nurse 2 took a syringe and connected it as close as possible to the patient, closing the tap on the patient's side. Nurse 1 took the syringe from the closed system and pushed the air into syringe 2. The air was expelled from the syringe of the system and recovered in the syringe near the patient. Nurse 2 withdrew the syringe, at this moment a "pres sure/suction" noise was heard and nurses noticed a few air bubbles in the tubing. Nurse 2 closed the system, awaiting doctor's instructions. At the moment of the "pressure/suction" noise, the patient told the nurses "I have a headache." She encountered ocular revulsion at first (pupils size 2 reactive) + glasgow 12 (no verbal response, responded with head signs). She encountered vomiting (ae food passing over nasogastric tube paused), patient was positioned on side then head raised. No abnormalities during event check but patient said she can't see anything (blackout for 10min). Ultrasound was performed by the doctor + intern. The connected system was verified by nurses, all taps were properly screwed, properly closed. The arterial catheter was removed. There were no subsequent consequences for the patient." The patient's current condition is reported as "fine".

Event description:
It was reported "at 6 am, blood sample taken from radial arterial catheter on patient. Nurse 1 aspirated the "purge" with the syringe of the closed system; the return was normal (without forcing) and 8ml of blood + air in the syringe sampled. Nurse 1 performed a blood test as close as possible to the patient with a 5ml luer lock syringe. When it's time to re-inject the purge, nurse 1 questioned herself about the amount of air present. Nurse 1 then pointed the tip of the syringe towards the floor so that the air bubble ends up at the bottom of the syringe, then reinjected the purge for fear of clotting, taking care to stop before air comes in the syringe. Nurse 1 called a colleague - nurse 2 - and asked her to come and have a look. Nurse 2 said that it was normal; it was a closed system, so nurse 1 can reinject when there is presence of air. Nurse 2 looked at the circuit, saw that there was indeed a lot of air: around 6-7cc and that this was not normal. Nurse 2 took a syringe and connected it as close as possible to the patient, closing the tap on the patient's side. Nurse 1 took the syringe from the closed system and pushed the air into syringe 2. The air was expelled from the syringe of the system and recovered in the syringe near the patient. Nurse 2 withdrew the syringe, at this moment a "pres sure/suction" noise was heard and nurses noticed a few air bubbles in the tubing. Nurse 2 closed the system, awaiting doctor's instructions. At the moment of the "pressure/suction" noise, the patient told the nurses "I have a headache." She encountered ocular revulsion at first (pupils size 2 reactive) + glasgow 12 (no verbal response, responded with head signs). She encountered vomiting (ae food passing over nasogastric tube paused), patient was positioned on side then head raised. No abnormalities during event check but patient said she can't see anything (blackout for 10min). Ultrasound was performed by the doctor + intern. The connected system was verified by nurses, all taps were properly screwed, properly closed. The arterial catheter was removed. There were no subsequent consequences for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).